Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was fluid in the insulin pump¿s motor and display. They dried the battery cap and air dried the battery compartment. They inserted a new battery. The display did not reappear. They were not able to perform the self-test. The customer¿s blood glucose level was 164 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.